Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Helix extends and retracts within specification.

Event description:
It was reported that the right atrial (ra) lead would not screw in anywhere in the atrium and dislodged several times during implant. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.